Event description:
Report received of an adverse event while the pump was in use. The device was programmed to deliver an unspecified concentration of morpine. No specific programming parameters were provided. The customer contact reported, "the pt was narcotized, but co found no evidence that the pump malfunctioned." It was reported that the pt was treated with an unspecified dose of narcan and was transferred to the ICU. The pump was removed from clinical service. Reportedly, "the pt is discharged and is okay." Though requested, no additional information was provided.